Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported many scratches on display window of the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.